Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the video system center had a sunken power button, with the small plastic button on the front cover pushed inward. The issue occurred during inspection prior to use. There were no reports of patient involvement.